Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer did not know exact bg value, however, customer reportedly "felt like he was low". Subsequently, the customer was in an altercation with police officers and was taken to the emergency room (ER). Police officers gave the customer ginger ale to address low bg levels. Upon arriving at the ER, customer's bg level was 120 mg/dl. While in the ER, customer had a CT scan and was treated through an intravenous drip. Customer was in the ER "a few hours", and upon being released from the ER, customer's bg level was 120-150 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump and continuous glucose monitor was not in use during the reported timeframe. User made bolus requests while still having insulin on board (iob) and without entering current bg level. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests while still having insulin on board and not entering current bg value could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.